Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high and low blood glucose level. The customer's blood glucose values were 500 mg/dl and 50 mg/dl. The customer also reported that she received calibration not accepted alert. She was assisted in troubleshooting. The insulin pump will not be returned for analysis.